Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump is not expected to return for analysis. No further details are given.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronics assembly. Unable to verify frozen display anomaly and perform all functional testing including the operating currents, unexpected restart rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Insulin pump received with moisture damage motor, vibrator, keypad and battery tube assembly.